Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable cause includes: the amount of use and age of the device (over 5 years) leads to the pins and locks of the video connector to wear out (or excessive force by the user) thus creating the electrical contact of the connector to become unstable. This interferes with the image and communication which leads to a b30 error (scope communication error).

Manufacturer narrative:
The device was returned to the service center and the estimation confirmed scope had a communication error (b30) due to a bad scope socket. This MDR is being submitted retrospectively as a part of the remediation effort related to recent system and process changes. A CAPA has been opened to manage the actions related to remediation of this issue and any required MDR reporting.

Event description:
The customer contacted olympus to report an image issue and that the "auto iris" was not working. The device malfunction was identified by the user during a procedure. There were no reported consequence or impact to the patient.